Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the pelvic array screw broke while tightening. Product evaluation and results: visual inspection shows screw of pelvic array assembly p/n 112230 was missing. Functional inspection cannot be completed since the pelvic array screw was not returned and visual inspection confirmed pelvic array screw was missing. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 19030315 and accepted into final stock on 07/16/ 2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19030315 shows no additional complaints related to the failure in this investigation. Conclusions: the fracture of the pin could not be confirmed as the pin was not returned but it was missing from the array. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Broken clamp on pelvic array when tightening. Case type: (B)(4).

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken clamp on pelvic array when tightening. Case type: (B)(6).